Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on patient when the doctor used the ars to extract heparin rapidly. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for evaluation. No signs of use were present. Visual examination of the ars did not reveal any anomalies or defects. The syringe was able to successfully draw and aspirate water with and without a lab inventory introducer needle attached (per amrq-000113 rev 3 req 6.1). The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded , the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and no relevant findings were identified. The issue of the ars leaking was not able to be confirmed by functional testing of the returned sample. The returned syringe was able to draw and aspirate water through a lab inventory introducer needle with no issues. The syringe was also able to pass the vacuum test, indicating the valves of the syringe are functioning as intended. Based on the sample received, no problem was found on the device. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on patient when the doctor used the ars to extract heparin rapidly. No patient harm reported. The patient's condition is reported as fine.